Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and inspected the logs. There was no shutdown alarm noted. The fse found residue from a spill on the inside of the safety disk area and the power management board. To fix the issue, the fse cleaned the outside residue and replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a shutdown due to a fluid intrusion. The iabp unit was replaced with another unit and placed out of service. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period.